Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was clarified that the phrasing "they were not able to get the medication to fill the pump" meant that the medication was not in stock at the hospital. It was reported that the patient's empty pump had not been resolved and they were waiting for their insurance to find a provider taking pain pump patients in her town. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine (150mcg/ml at 34.51mcg/day), bupivacaine (25mg/ml at 5.752mg/day), and dilaudid (10mg/ml at 2.301mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back syndrome. It was reported that the patient's pump was dry. It was stated that the patient was not able to find a healthcare provider (hcp) to fill the pump. She went to university medical center where she was going to have the pump filled and they called a manufacturer representative to show them how to fill the pump but they were not able to get the medication to fill the pump. No symptoms were reported. There were no further complications reported at this time.